Event description:
It was reported that during a da vinci thyroidectomy surgical procedure, it was noted that one side of the tip of the harmonic ace curved shears insert broke. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument accessory was returned and evaluated. Failure analysis investigation found the instrument was broken. The harmonic insert blade was broken and missing the entire tip, approximately 0.413 long. Failure analysis concluded that the broken damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken tip if to recur could cause or contribute to an adverse event.